Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event was confirmed based on the provided medical records. In this case, available information suggests patient factors likely contributed to the event as the patient has a history of hyperlipidemia, as noted per the provided medical records. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, approximately 4 years and 8 months post-implantation, the patient presented with bioprosthetic aortic valve failure, which was reported as stenosis by the field clinical specialist (fcs) and underwent a successful valve-in-valve tavr, during which a 23mm sapien 3 ultra (s3u) valve was implanted within the original 23mm s3u valve. No pre-procedural echocardiogram reports were available to confirm the ava or mean gradient of the initial bioprosthetic tavr valve. The patient was discharged home on postoperative day 2.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), approximately 4 years and 7 months after undergoing a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, the patient presented with stenosis. Subsequently, the patient underwent a successful valve-in-valve procedure, again utilizing a 23mm sapien 3 ultra valve.